Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report were observed in the device logs; however, the device was put through extensive testing including on/off current testing and functional testing without duplicating the report. The device was recertified and returned to the customer. The batteries involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.